Manufacturer narrative:
The customer was provided information for storage, repair, testing and replacement, and the customer opted to replace their vac-pac. Users are instructed to check the vac-pac device before and after each use and not to use the device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer contacted natus medical to report that their vac-pac patient positioning support device had a slow leak at the valve. There was no report of death, injury or delay in treatment, and no patient involvement was reported. The vac-pac device has been reported to have been purchased in (B)(6) 2016 and has been destroyed at the user facility.